Event description:
Caregiver states: pump was running but nothing was coming out. Cliff allen, biomedical engineer at children's home care services, tested it multiple times and could not duplicate. Rate is 75 ml. Dose is infinity.

Manufacturer narrative:
All alarms have been checked and work properly (no flow in, no flow out, load set, no food and shut door alarm). Alarm dose done works correctly. Pump was tested for accuracy several times, using water. Each time pump delivered amount within specification (specification is +/-5%). Customer complaint could not be duplicated, pump works correctly, delivery proper amount of fluid.